Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
While performing preventative maintenance on the device, the philips field service engineer (fse) discovered the battery does not charge. There was no patient involvement reported.

Manufacturer narrative:
Correction: updated labeled for single use question